Manufacturer narrative:
Returned device is currently undergoing engineering evaluation.

Event description:
When the surgeon impacted the tibial insert into the baseplate, the insert migrated slightly to the anterior and posterior directions. Surgeon requested the backup insert and had the same migration issue. Surgeion elected to use the second insert. This event occurred outside of the us, in (B)(6).